Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the coronary collaterals using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician attempted to place a pod pc in the patient and realized it was too long. While removing the coil, it detached inside the microcatheter. The microcatheter and pod pc were retracted out of the patient together and the pod pc was subsequently removed. The procedure was completed using the same microcatheter and ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 16.0, and 56.5 cm from the proximal end. The pusher assembly was fractured approximately 57.5 cm from the proximal end. The embolization coil was detached from its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod pc revealed that the pusher assembly was fractured. If pod pc is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation of the returned pod pc revealed that the embolization coil was detached from its pusher assembly. This damage was a result of the pusher assembly fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.